Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient states that it hurts to sleep on her side and the device is too big. Referral was placed for battery depletion and pain due to the size of the device. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported the patient underwent a prophylactic battery replacement. The suspect device has not been received to date.

Manufacturer narrative:
A2 age, corrected data: initial report inadvertently submitted with the incorrect patient age. B3 date of event, corrected data: initial report inadvertently submitted with the incorrect event date. B6, corrected data: initial report inadvertently submitted without relevant settings and diagnostics. H6 adverse event codes, corrected data: initial report inadvertently submitted without b01 code and with the incorrect conclusion code.